Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital threw devices away.

Event description:
The physician was coiling a 2.9cm x 2.2cm carotid aneurysm. He placed six penumbra coils inside the aneurysm and detached each coil through the px400. He tried to place the seventh coil and upon repositioning the coil inside the aneurysm, the coil detached. The coil was half way in the aneurysm and half way in the microcatheter. He tried to pull back the pusher wire and the coil would not come back. This is how he knew it was detached. The physician then pushed the coil into the aneurysm. There was some resistance but the coil advanced and went into the aneurysm. The proceeding coil went in smoothly. When advancing the next coil, the physician was pushing the coil into the catheter and got the coil just out of the catheter about 1 mm and the coil detached. The hospital does not know how it happened. The physician removed the catheter and the detached coil. He then went in with a 10 system microcatheter and placed bsc coils and a presidio coil. The angiographic result looked great according to the doctor.